Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a low battery power alert and the customer was unable to clear it. During troubleshooting with tandem technical support the pump was accidentally put into storage mode. Customer turned the pump back on and the alert was cleared from the pump. Customer attempted to reload the cartridge onto the pump and the pump requested a minimum of (B)(4) units be filled. Customer stated that a new cartridge will be loaded. Customer had elevated blood glucose levels (264 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.